Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 489 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that they received loss communication. It was unknown whether the customer was using automode at the time of reported event. Customer stated that she was fine with this blood glucose and she clarified that she already took a bolus. The insulin pump will not be returned for analysis.